Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported leakage of insulin. She also reported that the infusion set pulled out during one night. She stated that insulin was leaking from the transfer guard needle. The blood glucose reading was not given. Nothing further was reported.